Manufacturer narrative:
Unit passed basic occlusion test and displacement test, however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 302 mg/dl. During troubleshooting, customer reported that no delivery was resolved with a complete set change. Customer was assisted in performing a 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Insulin pump would be replaced per customer's request.